Event description:
Same case as: MDR ID 2134265-2013-01169. It was reported that during preparation for a rotational atherectomy treatment procedure, guide wire fracture occurred. During preparation, while outside the patient body, the physician used an unspecified rotawire guide wire with the 1.50mm rotablator rotalink device but the guide wire separated approximately 10 to 15 cm from the proximal end of the advancer. Another of the same rotawire guide wire device was advanced but resistance was encountered. The physician successfully completed the procedure using another of the same guide wire with the same rotablator rotalink device. No patient complications were reported and the patient status is good.

Manufacturer narrative:
(B)(4). The complaint device was not received for analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause was unable to be determined. (B)(4).